Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient experienced diaphragmatic stimulation and nerve stimulation from the left ventricular (lv) lead. It was noted high thresholds were observed in all pacing vectors. The lv lead was explanted and replaced. No further patient complications have been reported as a result of this event.